Manufacturer narrative:
Broken off piece at the cartridge holder. Inpen front shell locked properly, however physical damage was noted on both front and back shell. Inpen paired with commercial mobile app with small dose. Received inpen fully retracted. Performed encoder bond investigation and found that the encoder base was rotating properly, but at around 17 units encoder base becomes stuck, unable to continue rotating afterward due to dented dose nut. Also, plastic shavings contamination builds up found caused by encoder wheel tabs rubbing at the walls of the dose nut. Abrasions only at the top section of the dose nut. Unable to perform baseline/wireless functionality and displacement dose accuracy test. Performed leadscrew reset torque test. Inpen passed and is within specification (ccw: 6.0 ozf-in). Cartridge holder broken off plastic pieces stuck inside inpen/cartridge holder cavity. Inpen passed front cap investigation with test back shell. In conclusion: it was determined from destructive analysis that the difficult to dial/dose was due to dented back shell. This causes the encoder base to become stuck in place which can affect insulin delivery. Therefore, the customer concern of dose dial being difficult to dial/dose was confirmed. Inpen received with broken off piece at the cartridge holder. Physically damaged cartridge holders can affect insulin delivery. The customer concern of physical damage at cartridge holder was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced difficult to dial/dose. The customer reported no adverse event. The event involved product(s) mmt-105nnpkna. Troubleshooting was performed for broken/damaged inpen. Inpen replacement initiated. No harm requiring medical intervention was reported. Mmt-105nnpkna was requested and customer response was the device will be returned.